Manufacturer narrative:
The problem may be caused by an inappropriate usage. While encountering to dense bone, the surgeon should use the tibial peg drill to make four pilot holes before positioning the tibial tower onto the tibial baseplate trial, otherwise the device breakage might happened. On the other hands, the device manufacturing manner of the spike part has been revised from one-piece machining to welding to further enhance the device strength.

Event description:
The surgeon was preparing to remove the tibia tower from the baseplate and the peg broke off. The peg was detected and removed within 30 seconds. There was no delay to the case and the surgery was completed without any issue's or delay's as the instrument has already performed its function.